Manufacturer narrative:
Product complaint # (B)(4) additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information lot 61530 is invalid. Additional information has been requested and received. Please provide procedure date? (No reply) what date did the reaction occur on? Reaction occured on (B)(6) 2026. What does the reaction look like and how large of an area does the reaction cover? The reaction was burnt skin w/drainage and laceration marks do you have any pictures of the reaction? I do have pictures. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. Yes, I had an appointment on (B)(6) 2026 to see my surgeon regarding this issue (they remove the bandages and gave me gauges) gauze sponges, abdominal pad coussinet abdominal and xeroform occlusive gauze strip overwrap. The medications that were prescribe: cefadroxil 500mg capsule, methprednisolone 4 mg tablet and sulfamethoxazole-trimethoprim 800-160 mg per tablet. What is the most current patient status? Patient status is currently the wound is healing, (still in post-op recovering from surgery) have a dermatology appt schedule for (B)(6) 2026 (but will call for a sooner appt if they have a cancellation) please confirm lot number? This is what was provided to me by my provider as far as lot# prineo skin closure dermabond, 22cm (clr222us) 61530. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Did you report 2 events to ethicon/j&j and obtain 2 references for your single hip procedure on (B)(6) 2026. (B)(4). If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a right hip replacement procedure on (B)(6) 2026 and topical skin adhesive was used. The patient reported noticing liquid running down her leg. Upon removal of the bandage, the surgeon noted that the patient had an allergic reaction to the bandaging material. The patient sustained a severe skin burn at the site of contact. Additional information has been requested.